Event description:
The pt received his scs system consisting of an ipg and surgical lead on (B)(6) 2010. It was reported that the pt was receiving unintended and ineffective stimulation. He felt stimulation in the abdominal region, and he stated that he needed more leg coverage. He was reprogrammed several times with no significant change in stimulation coverage. An x-ray showed no lead migration. The physician felt that the lead placement needed to be revised. F/u on the pt found that he is consulting with another physician. The next course of action is undecided at this time. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.